Event description:
The customer called to report unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 526 mg/dl. The customer experienced nausea, vomiting and excessive thirst. The customer also reported being hospitalized recently due to non-diabetes related issues. However the customer's blood glucose levels were fluctuating during the hospitalization, and the medical staff brought them back to a normal range. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.